Manufacturer narrative:
The user reported scan error. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 13 phone with an operating system version 26.01 on full software version 2.12.1.8965. The customer received a "scan error" message and was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and seizures. The customer contacted the healthcare provider and was stabilized before being transported to the hospital. No treatment was provided at the scene. Upon arrival at the hospital, the patient was administered an anticonvulsant and an anxiolytic for treatment. It was noted that sensor was reading at 105 mg/dl while the blood glucose meter was at 250 mg/dl. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 13 phone with an operating system version 26.01 on full software version 2.12.1.8965. The customer received a "scan error" message and was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and seizures. The customer contacted the healthcare provider and was stabilized before being transported to the hospital. No treatment was provided at the scene. Upon arrival at the hospital, the patient was administered an anticonvulsant and an anxiolytic for treatment. It was noted that sensor was reading at 105 mg/dl while the blood glucose meter was at 250 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.